Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient was recently seen following 11 inappropriate shocks for atrial fibrillation. The device never declared elective replacement indicator (eri) however after the boston scientific sales representative performed a cap reform, the device declared end of life (eol) and displayed a code indicating a long charge time. The device was explanted and successfully replaced without incident. To date, no additional adverse patient effects have been reported.

Event description:
--

Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.